Manufacturer narrative:
Brand name is unknown as it was not provided. Model number is unknown as it was not provided. Lot number is unknown as it was not provided. Catalog number is unknown as the serial number was not provided. Unique identifier (UDI#) is unknown as the serial number was not provided. Device manufacturer date is unknown as the lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that during a cataract extraction procedure, a capsular tear occurred resulting in an unplanned vitrectomy surgical procedure. The surgeon indicated there was some issues with the settings. In addition, the surgeon indicated the cannula that was chosen on the tip was functional but needs to be improved. The bevel at the tip is not long enough to glide into the paracentesis. The angle tip the surgeon is using gets close to the capsular bag and the straight tip is very inefficient in cutting. Through follow up, the surgeon believed the tip contributed to the event as the tip angle is more significant than previously used and will modify settings to prevent in the future. The surgery center indicated the tip was discarded. The patient outcome is excellent as visual acuity is 20/20 with a stable sulcus intraocular lens (iol) with optic capture and normal intraocular pressure (iop).